Manufacturer narrative:
Batch review performed on 27 december 2022: lot 1907485: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-jan-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: stem revision performed almost 5 months after primary cementless total hip arthroplasty in a bilateral operated patient. The patient came in reporting pain due to a loose stem (left) and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and the surgery was completed successfully. According to report, there was no traumatic event or signs of infection. In the radiographic image provided, no signs of stress shielding are visible. The fixation device visible in the radiograph was probably implanted before primary hip surgery. It is rather unusual that the stem could be implanted without removal of the osteosynthesis material. This may have caused an undersized stem to give the impression of sufficient stability, then failing to achieve satisfactory long term fixation.

Event description:
The patient is a bilateral patient. The patient came in reporting pain due to a loose stem (left) and the cause of the loose stem is unknown. About 5 months after the primary surgery, the surgeon revised the medacta stem and head with competitor components and the surgery was completed successfully. There was no traumatic event or signs of infection, scans showed some movement with no known cause. The implant had ingrowth and fixation upon removal.